Event description:
It was reported that a revision surgery was performed approximately two months post-op for a failed ac joint repair; the pt experienced a post-op loss of ac reduction. During the revision surgery, the screws allograft, and fiber tape appeared to all be intact and in the position they were initially upon completion of the initial surgery. The surgeon was not sure why the initial repair failed. The revision ac reduction was performed using an open graftrope/button technique with two biotenodesis screws and a hamstring allograft. The revision was completed successfully; the surgeon was satisfied with the revision results. No further pt info was provided at the time of this report or made available in response to follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but has not been returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. The item lot number was requested but not provided. Device history record review could not be conducted without lot number. Based on the info provided, the cause of the loss of ac reduction is undetermined; the clavicle may not have been completely reduced at the time of the initial surgery. Potential causes for this type of event include poor placement in the clavicle or coracoid bone, graft failure or slippage, suture abrasion, knot failure, and/or pt non-compliance with the post-op protocol. The potential causes of this event are being communicated to the event reporter. If the device is received and additional relevant info is obtained, a follow up report will be submitted.